Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and blank display. The customer¿s blood glucose level was 299 mg/dl. The customer was assisted with troubleshooting. The customer was reported that the battery compartment was came out with battery cap. The customer was also advised that the insulin pump will be replaced and to discontinue and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 alarm, rewind test and displacement test or verify a21 alarm due to blank display. Device received with stripped battery cap coin slot(p) and cracked battery tube threads.